Event description:
It was reported that the gauge is not working. No additional information.

Manufacturer narrative:
Other, other text: the device was returned with a cracked battery cover, a cracked relief pressure knob cap, and the relief valve was loose. Functional testing was performed. The manometer functioned as intended, but silicone tubing was out of place. The silicone tubing was rerouted for the manometer as a preventative measure. Damaged components were replaced. Repairs were completed. Preventive maintenance was performed. (H6c, h6d, h6e). No previous service history was found. The manufacturing device history record is not relevant to the investigation due to the age of the device. E4 is unknown.